Event description:
It was reported the pt had a central line inserted on saturday, (B)(6) 2013. The pt had poor peripheral venous access and ongoing need for antibiotics and a lower limb angiograph/stenting. As soon as the cvc was inserted he received some propofol via the line. He then became drowsy, combative, and vomited. His blood pressure fell at this time to 65 systolic. He complained of profound itch and then difficulty breathing. When he was intubated airway oedema was noted. He did not have evidence of bronchospasm. The pt was appropriately resuscitated and managed in the theatre, was still ventilated in ICU on wednesday, (B)(6) 2013. Once the pt has recovered there was a formal allergy testing process followed (standard clinical practice). Allergy skin testing was positive for chlorhexidine and negative for propofol, confirming that the impregnated cvc was the cause of the anaphylaxis.

Manufacturer narrative:
(B)(4). The device will not be returned.